Manufacturer narrative:
The fse evaluated the device on site and it was determined this was a malfunction of the external paddles. Replacement external paddles, along with a service kit, have been sent to the customer to resolve the reported issue. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the external paddles. The reported problem was confirmed. Replacement external paddles, along with a service kit, have been sent to the customer to resolve the reported issue. It has been concluded that no further action is required at this time.

Manufacturer narrative:
Reporting institution phone: (B)(6). Reporter phone: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the efficia dfm100 defibrillator/monitor indicating that the device reports' pads/paddle type unknown '. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.